Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in thresholds and impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had high impedance. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was analyzed. Visual analysis of the lead indicated apparent explant damage. The analyst noted only the distal potion of the lead was returned with the helix cut and tissue on the distal end of the lead. If information is provided in the future, a supplemental report will be issued.